Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm and the buttons are not responding. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.